Event description:
A pt reported experiencing inaccurate erratic results with a ot basic meter. The pt's blood glucose results were 222, 174 ms/dl. Tests were done within 11-20 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.